Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not operate on ac power but functioned normally on battery source. There was no patient use associated with the reported event.